Manufacturer narrative:
(B)(4): information not available, device not returned for analysis.should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that the device was used during a total colectomy. The device was not sealing. The surgeon did not believe this was a device issue. The area was sutured and the case was completed. There was no adverse consequence to the patient. Device was discarded. Additional information: the surgeon felt it was his technique and sutures were used to reinforce the area.